Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An update to e2, e3 and g2 to include reporter's title and occupation details has been supplemented as additional information.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a dark view. The issue was found during reprocessing. There were no reports of patient harm associated with this event.